Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up with the patient determined that the scheduled date of removal is (B)(6) 2018. No other information was available related to the cause of the shocking. There were no further complication reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor. It was reported that patient had a knee injury following a fall and was going to have an MRI. Patient reported that the MRI technician called the manufacturer and was told they could have an MRI so they started to perform the MRI and had to stop because the patient was getting electrical shock through their body which happened twice and it was so intense the patient almost jumped off the table. This was reported to be a sudden change in symptoms/therapy. Patient intends to follow up with the managing health care professional (hcp). Patient called back and mentioned that they were scheduled the system removed next week. No further patient complications were reported/ anticipated as a result of this event.